Event description:
It was reported that patients need to charge the implantable pulse generator (ipg) more often and decline the ability to hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.